Event description:
During a shoulder decompression arthroscopy procedure using ultravac 90 with integrated cable arthrowand, the tip of the wand has reportedly melted and the wand emitted sparks while in the pt's joint. There was no reported pt injury or adverse effect to the pt.

Manufacturer narrative:
The device was reported as returning for investigation. Once the device has been returned, a complete investigation will be performed and provided in a follow up report.